Event description:
The pt called st. Jude medical technical services to report that in 2004 they felt their heart racing and called 911. The ICD started delivering high voltage therapies and the pt passed out. The paramedics revived the pt through external defibrillator. The pt was treated and released from the hospital and the system remains implanted. No other information has been received with regard to this event at this time. Technical services recommended to the pt that they speak with their physician regarding the clinical details of the event.